Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus after culture testing. The forceps elevator/lever wire was cut. This caused the guide wire tension to have no smooth operation and the catheter movement to be too light. There was a stain on the image, there were deep dents and scratches on the hold ring, the bending section cover was already missing from the culture sampling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Out of all the bacteria recovered, only staphylococcus pseudolugdunensis is derived from humans as a typical skin colonizer. While brevundimonas vesicularis is frequently found in fresh and contaminated waters, the rest can often be recovered from soil or plant matter. While the three low concern organisms are not considered to be commonly pathogenic, b. Vesicularis and roseomonas mucosa can cause rare bacterial infections, particularly to the immunocompromised. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 10 of out 12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified brevundimonas vesicularis (high concern -hc), roseomonas mucosa (hc), staphylococcus pseudolugdunensis (low concern -lc), bacillus cereus (lc), or bacillus thuringiensis (lc). Instead, staphylococcus pasteuri, staphylococcus hominis, and staphylococcus epidermidis were identified, which are all lc organisms all of human non-gi origin. Brevundimonas vesicularis and roseomonas mucosa are both identified as hc organisms per the lympus protocol. Based on the sponsor¿s literature research, neither have so far been described in literature as being associated to patient infection related to ercp. Since none of the recovered organisms are associated with native gi microflora, it is likely that the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The facility reprocessed the scope in a steris 1e automatic endoscope reprocessor (aer) after the ercp on (B)(6) 2023, which was completed at an unknown time. On (B)(6) 2023, manual cleaning of the scope commenced at 10:40am. Aer reprocessing commenced at 10:57am and was completed at 11:22am. The reprocessing was delayed. The scope sat overnight and soaked the following morning prior to reprocessing and sampling. Sampling of the scope for culture testing was performed. All personal protective equipment (ppe) was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Facility technicians entered the sampling area. The facility technicians wore all designated ppe. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for eighteen (18) colony forming units (cfus). The following microorganisms were identified; brevundimonas vesicularis, brevundimonas intermedia, brevundimonas nasdae, roseomonas mucosa, staphylococcus pseudolugdunensis, bacillus cereus, and bacillus thuringiensis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.